Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 43-year-old female patient, the device stopped ventilating and did not respond to the front panel controls. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the clinician obtained another device to continue treating the patient.

Event description:
Complainant alleged that while attempting to treat a 43-year-old female patient, the device stopped ventilating and did not respond to the front panel controls. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, exhalation, backup, and autocal valve testing on rcs without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.